Event description:
It was reported that during a laparoscopic colon resection procedure, a portion of the staple line was incomplete with no staples visible. A leak test was performed and a leak was visible. A the hole in the staple line required the surgeon to over sew the staple line laparoscopically or open the patient and over sew the staple line with an open technique. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patients current condition? Fine/well. When was the safety released on the device? Prior to being handed to the surgeon? At time of firing. Was the instrument fired across or near an existing staple line or clip? Dr does not. Remember if the firing was across the staple line of the distal portion of the bowel. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Dr could not fire handle any further. Dr heard crunch. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Dr opened device more than instructed in IFU (2-3 full turns of nob). Were any unformed, malformed or loose staples observed? It appeared that staples were missing . What did the donuts look like (complete rings, partial rings,)? Good donuts with full rings. Was the breakaway washer completely cut through? Yes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.